Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the hospital with a pocket infection. The blood cultures came back as c. Difficile (c.diff) positive. The system was explanted. The patient was stable. Related manufacturer reference number: 2017865-2020-06636, related manufacturer reference number: 2017865-2020-06637.